Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Six days prior to the receipt of this report, the pt began treatment with dianeal pd2, ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced a break in aseptic technique, further described as, the pd area was not clean before starting therapy. The pt experienced peritonitis and was hospitalized for the event. The pt was treated with injection fortum, 250 mg, ip, twice a day (bd) for peritonitis. Concomitant therapy was not reported. At the time of this report, the pt was still hospitalized and dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.